Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy or difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip entangled within septum). The reported difficult single gripper actuation and tissue injury appear to be a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) a restricted anterior leaflet, and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure. A mitraclip ntw was advanced within the patient and became entangled within the septum. Troubleshooting was preformed and the clip was successfully removed from the anatomy and returned to the atrium. The clip was tested within the atrium, where it was identified that one of the grippers would not actuate. The clip was removed from the patient and upon analysis it was visualized that tissue was caught within the grippers, upon removal the grippers successfully actuated. A replacement mitraclip was successfully implanted, a second mitraclip was also implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.